Event description:
Technician reports two patients experienced cramping during their hemodialysis treatment on a baxter 1550 hemodialysis machine. Technician indicates the events may be related to hyponatremia. No further info available at time of report.

Event description:
There was no pt injury or medical intervention associated with either of these incidents.